Event description:
The tech alleged that the brakes would set but not hold at the head end of the stretcher. No pt impact.

Manufacturer narrative:
The tech installed a brake steer upgrade kit ot resolve the issue.